Event description:
The physician attempted to place a 3.5 x 15mm biodivysio stent in the mid-left anterior descending coronary artery. The physician described an uncomplicated lesion. After an unsuccessful attempt to cross the lesion, he tried to remove the stent/balloon system back through the guide. After minor trouble removing the catheter, complete removal of the catheter from the groin was achieved. The physician noticed that the stent was not on the catheter. He felt confident that the stent was not in the heart or the brain, but was unable to locate the stent. He also felt that it may have fallen outside during withdrawal of the system.